Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to a damaged main display with lines on it. The main display was replaced in order to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with defective display; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.